Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that no problem was found with the bed rails, which did not confirm the original complaint issue.

Event description:
Provider states the rails fall easily as if the pin do not extend out far enough to hold them up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the rails fall easily as if the pin do not extend out far enough to hold them up.